Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca and two resolute onyx des were implanted in the lad. Approximately 11 months post index procedure, patient suffered from myocardial infarction and died on the same day. Death was classified as sudden cardiac death. Investigator assessed that the event was possibly related to index device, but not related to antiplatelets medication. Safety assessed that the event was possibly related to index device and antiplatelets medication.